Event description:
A malfunction alarm, identified as malf 9, was reported, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support if the issue recurred, and they acknowledged this instruction.